Event description:
It was reported that the patient controller displayed "generator not paired" message after an rf-ablation procedure. Troubleshooting was done and communication was re-established with the ipg.